Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed while preparing the infusor to be sent to the cleanroom prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 25, 2023 ¿ october 26, 2023. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was white dextrose crystallization located at the connectivity of the blue winged luer cap which suggested a leak may have occurred. The blue winged luer cap was noted to be slightly untightened. A functional leak test was performed after ensuring the winged luer cap was securely connected to the device, and no leak was observed. Based on the sample analysis result, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.